Event description:
Severe pain [pain]. High fever [pyrexia]. Extreme pain at injection site [injection site pain]. Knee replacement [knee arthroplasty]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via nurse regarding a (B)(6). The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, route and dosage regimen not provided, into an unspecified location. On (B)(6) 2012, the pt received the second synvisc injection (both administered in an aseptic manner). On (B)(6) 2012, the pt developed extreme pain at the injection site. On (B)(6) 2012, it was reported that the pt was hospitalized on an unspecified date to a reaction and the pt had severe pain and high fever. It was reported that there was suspicion of septic arthritis. Culture was performed which showed negative results and the pt was given a high dose of antibiotics for the events of severe pain and high fever. On an unspecified date, the pt underwent knee replacement. On an unspecified date, treatment with synvisc was permanently stopped and the pt never took the third synvisc injection. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for the event of severe pain was assessed as severe and was not provided for rest of the events. The relationship between synvisc and all the events was not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. The production and quality control documentation for lot number w1133, expiry date 2014-09 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by this report.